Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device exhibited battery depletion (bd) code. Analysis was performed indicating that it was due to excessive magnet use. The battery is recovering. No adverse events were reported.

Event description:
This supplemental report is being filed to provide additional information that this device had a battery depletion error. The device was being checked at the clinic when the alert occurred. The pulse generator has been implanted greater than seven years. There were no additional adverse patient effects. The device remains implanted. It was reported that this device exhibited battery depletion (bd) code. Analysis was performed indicating that it was due to excessive magnet use. The battery is recovering. No adverse events were reported.